Event description:
Edwards received information that a 29mm 6900ptfx (2022-04842-01) pericardial mitral valve in the mitral position and a 31mm 6900ptfx (2022-04842-02) pericardial mitral valve in the tricuspid position implanted approximately eight (8) years and eight (8) months were explanted for mitral stenosis and regurgitation and tricuspid regurgitation. There was pannus overgrowth and mild deterioration to both devices. There was also severe adhesion of patient native tissue (i.e., chordae tendineae, papillary muscle, patient native valves) to the devices. Dyspnea on exertion was seen. The mitral valve was replaced with a non-edwards mechanical valve and the tricuspid valve with a 33mm 11400 pericardial mitral valve. There were no adverse patient events reported. The patient status was reported as "recovering". Both devices will be returned for evaluation.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors including patient age at implant.

Manufacturer narrative:
H3: evaluation summary: customer reports of stenosis, pannus, and deterioration were confirmed. Report of regurgitation was confirmed through observed rolled leaflets due to host tissue overgrowth. X-ray demonstrated wireform intact and minimal calcification along the free margins of all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 12mm on leaflet 1 at the outflow aspect. The free margins of all three leaflets were rolled toward the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth fused leaflets 1 and 3 by approximately 6mm at commissure 1 and leaflets 1 and 2 by approximately 6mm at commissure 2 on the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Wireform was exposed around leaflet 3 on the inflow aspect.